Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient was in clinic on and stated that both power ports were loose. The vad coordinator verified that the ports were loose, but not falling out. No visible damage was noted to the controller. The patient denies dropping the controller. An elective controller exchange was performed in clinic which was successful with minimal pump off time. Patient tolerated well.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power connectors (port 1 and port 2) being loose. However, the controller was still able to pass functional testing. The confirmed malfunction is related to the reported event. This issue is currently being investigated. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; this issue is still being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.